Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stoppage and driveline fault alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019. The log file captured the pump operating as intended until (B)(6) 2019 at 12:21:38 am when the log file recorded a pump stoppage. The patient was connected to their power module during the event. The patient disconnected from all power and then reconnected to batteries, but the pump speed did not recover. The patient connected to their power module at 2:02:48 am and the pump speed still did not recover. There was no power, flow, or pi captured during the pump stoppage. The log file ended with the actual speed remaining at 0 rpm at 2:02:48 am. A driveline fault alarm was triggered at 2:02:14 am and remained active for the last 3 lines of data in the log file. A direct cause for the pump stoppage and driveline fault alarm could not be conclusively determined through this evaluation. Multiple requests for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The hmii patient handbook outlines all pump parameters and contains a section on all system controller alarms as well as how to respond. The patient handbook also contains a section on handling emergencies, which includes pump stops the system controller involved in this event is reported under MFR # 2916596-2019-03781. The mobile power unit involved in this event is reported under MFR # 2916596-2019-03780. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A pump stop was observed while attached to the mpu. Patient changed over to batteries and was unable to get the pump started again. The emergency backup battery did not keep the pump running. There was a driveline fault that appeared at the end of the log file. Further information was requested but not provided.